Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck on the boot-up splash screen. A technical support specialist (tss) checked the remote support services (rss) dashboard and noted that the device was running rss version 4.8. Tss followed ¿medapplication not launching automatically; station at blue screen¿ knowledge article and attempted to deploy the rss 4.12 update from the rss dashboard; however, the package deployment failed. The tss then manually upgraded the rss to version 4.12 by dialing into the device. After the upgrade, the device was rebooted and successfully loaded the application as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device had stuck on the bootup splash screen. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.